Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician encountered resistance while advancing a pod coil into the hub of the lantern and subsequently, the coil became stuck in the hub. After three unsuccessful attempts were made to advance the pod coil through the lantern hub, the pod coil was removed. The procedure was completed using another pod coil, two pod packing coils (pod pcs), and the same lantern. There was no report of an adverse effect to the patient.